Event description:
Pt had burns on her chest that correspond to the three screw heads on the end of the mammography bucky. Pt was having a needle placement mammography. Found 15vdc wire pinched and shorted to frame of bucky.